Event description:
The rptr stated that rptr did back to back (rapid succession) blood glucose tests. Rptr got an er1 and retested with results of 214 and 343 mg/dl. Rptr did not have any symptoms. Control testing was not done due to lack of supplies. On follow up, the rptr stated that rptr had not checked color chart after er1. Rptr reported high results, had eaten a marshmallow sundae and hot chocolate; stated that rptr's tests are now around 122. Stated rptr adds blood to test strip sometimes. Reported having done a control test that was in range. No harm was alleged